Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On dec 17th, 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert the user.

Manufacturer narrative:
Based on the investigation, the system did assert the low glucose alerts around 10:12 pm est when the user set low alert threshold was crossed. Per the investigation, the system functioned as designed. H6 result code updated to 213. H6 conclusion code updated to 67.